Event description:
It was reported that the patient was experiencing pain which was described as burning that was not alleviated with the spinal cord stimulator. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and paddle lead were explanted. The explanted ipg and lead will not be returned as they were discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7021410.